Manufacturer narrative:
The customer failed to follow the instructions provided with the device. Under the warnings, precautions, and safety information section of the product instructions, the following is stated, ¿avoid exposure of your skin, eyes, nose or mouth to the solution in the tube.¿ quick reference instructions also mentions to make sure there is a tight fit of filter tip to the tube. The buffer solution is not intended to come in contact with the patient or user. Per the safety data sheet, "not classified as dangerous according to directive (ec) no. 1272/2008." Customer stated that they did not encounter any harm or receive any medical intervention due to the exposure to the buffer solution. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that 3 filter cap tips were defective and would not allow sample flow. On the next new tip, upon squeezing the sample tube with higher pressure to apply sample to covid test strip, the sample mixture splashed out onto the face and counter. The customer updated that they did not encounter any harm or receive any medical intervention due to the exposure to the buffer solution. There was no reported injury due to this event.